Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: (B)(6) block h6: medical device code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was returned with the device. It was also noted that the ligator head returned with all the bands attached and some of them were moved out from their original positions and were overlapped. Further examination shows that the ligator head teeth were found damaged. No other problems with the device were noted. The reported event was confirmed. Based on the investigation of previously reported similar events, boston scientific has determined the most probable root cause for this event was traced to the manufacturing process. This problem is likely to happen if the knots that hold the suture of the bands in the ligating unit untangled from it. An investigation is in place to address this problem. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label since it was used in the gastric venous. The IFU states that the speedband superview super 7 multiple band ligator is used for endoscopic ligation of esophageal varices and anorectal hemorrhoids.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during a gastric ligation procedure performed on (B)(6) 2021.during the preparation, it was reported that "poor ligature occurred". The procedure was completed with another speedband superview super 7 device.there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.note: it was reported that the speedband superview super 7 device was used in the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event may suggest that the bands failed to deploy.

Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: (B)(6). Block h2: additional information: block e1 (initial reporter facility name, address, city and zip/post code) and additional MFR narrative (physician's address). Block h6: medical device code a050501 captures the reportable event of bands failed to deploy. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during a gastric ligation procedure performed on (B)(6) 2021. During the preparation, it was reported that "poor ligature occurred". The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event may suggest that the bands failed to deploy.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during a gastric ligation procedure performed on (B)(6) 2021. During the preparation, it was reported that "poor ligature occurred". The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event may suggest that the bands failed to deploy.